Manufacturer narrative:
Corrected data: b5- "the reporter indicated that the surgeon attempted to implant a 12.6mm vicm5_12.6 implantable collamer lens of diopter -7.50 into the patient's right eye (od) on (B)(6) 2022 when the lens tore/broke during injection/delivery into the eye. The lens was not implanted. There was patient contact but no patient injury. On (B)(6) 2022 the lens was replaced with the same model/ length lens and the problem was resolved. The reporter indicated the cause of the event was the device." Claim# (B)(4).

Manufacturer narrative:
Work order search found 1 similar complaint. Claim (B)(4). Claim: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -7.5 diopter, was implanted into the patient's right eye (od). The lens was removed due to a lens tear/break during during injection/delivery into the eye. On (B)(6)2022, the replacement lens was implanted and the problem was resolved. Cause of the event is reported as, "device."